Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.b3. The date received by manufacturer has been used for this field.

Event description:
It was reported that bd nexiva needle did not retract. The following information was provided by the initial reporter: 8/28 IV insertion attempted, needle will not retract. Item removed and new IV placed. Defective IV is at my desk in a sharps container to send back if bd would like. Thanks.